Event description:
Consumer reported swelling, the time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved & osseointegration was not achieved.

Manufacturer narrative:
Consumer reported swelling, the time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved & osseointegration was not achieved.